Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one used sample was received by our quality team for evaluation. The sample was subjected to visual inspection a ¿v-cut¿ was observed near the catheter tip. A device history record review found no non-conformances associated with this issue during production of this batch. From the returned sample, no peelback was observed, however a ¿v-cut¿ was observed on the catheter that matches the shape of the bevel, which could be cause by needle pierced through catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and automatically rejected by the inline tip spear vision inspection system. The needle pierced through catheter could also occur during product application when the product was manipulated. As the sample was used, the actual root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter. The following information was provided by the initial reporter: "peelback issue" via bd investigation: "from the returned sample, no peelback was observed, however a ¿v-cut¿ was observed on the catheter that matches the shape of the bevel, which could be cause by needle pierced through catheter."